Event description:
Customer alleged the bed exit alarm was not functioning.

Manufacturer narrative:
The customer zeroed the scale with a patient in the bed which caused the issue. The technician calibrated the scale which resolved the issue.